Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5 x 12 mm balloon catheter. A 3.5 x 38 mm xience prime stent was implanted when a distal edge dissection occurred. A 3.5 x 18 mm xience prime stent was deployed to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.